Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert was triggered.

Event description:
It was reported that the patient went to the emergency room due to an audible alert. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with sensing integrity counter (sic). The lead was suspected to oversensing electro magnetic interference (emi). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.